Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support through a pump reset process, and after the reset, no further cgm errors were displayed. The sensor session was successfully started by the caller.